Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 1/28/98).

Event description:
Blood was noted backing up into the tubing and the iab was removed. (Datascope rec'd this report on 7/31/97 via the voluntary medwatch form from the FDA; triage unit sequence number: 66681; MDR access number: 1011663). Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: none from the event-reported 7/31/97. [Pt's current status]: unk-rpt'd 7/31/97.